Event description:
It was reported that during an iliac stenting procedure, withdrawal resistance occurred. The lesion being treated was located in subclavian artery. The lesion was not predilated. The physician attempted to place the 10.0x30x135cm express ld stent, but was unable to cross the lesion. When the physician attempted to remove the device, the device became caught at the distal end of the 7f sheath. The physician exchanged the 7f sheath for a 9f sheath and then they removed together. The procedure was completed with another of the same device. The patient status was reported as good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis.